Manufacturer narrative:
The customer reports that the gas bench parameters on the gas unit disappear intermittently. The biomedical engineer tested all cables and water traps on another gas unit and the device was working properly. Customer would like to send the device in for repair and evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the gas bench parameters on the gas unit disappear intermittently.